Manufacturer narrative:
Additional narrative: date of event is unknown. Additional device product code used hwc. (Catalog number): part number was reported as non-sterile, but from the lot #, part should be sterile. (B)(4). Implant procedure was done approximately ten (10) months ago for (B)(6) 2017. Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# 456.306, lot# 7914320. Manufacturing location: (B)(4), manufacturing date: feb 23, 2015, expiry date: jan 31, 2024. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 105mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 that approximately ten (10) months ago, patient underwent a repair of a right hip fracture. Patient was implanted with a tfn proximal femoral nailing system (tfn); 170 mm titanium cannulated trochanteric fixation nail, 11.0 mm helical blade and a locking screw. On (B)(6) 2017, patient underwent revision surgery due to a fall in which she fractured her femur below the tfna. All hardware was removed intact and patient was converted to a long tfna with no delay in surgery. Patient outcome was reported as stable. This report is for one (1) 11.0 mm ti helical blade. This is report 2 of 3 for (B)(4).